Event description:
It was reported that (1) lcsc5 was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the lcsc5 used with the luke handpiece began to fail early in the case. The hospital tried all troubleshooting steps and then changed to a new device. Opened another device to complete the case. There was no consequence to patient